Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose readings and excessive no delivery alarm from the insulin pump. The patient's blood glucose of the time was 546 mg/dl. The customer stated that she had a bunch of company over and forgot to put her carbs in her pump. The customer treated the high readings with a shot. The customer stated that the pump started buzzing and there was a no delivery alarm. The customer declined to troubleshoot for high readings.